Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing too high blood glucose level; took correction via pump without success. Caller switched to loaner pump and blood glucose level was okay. Caller changed back to her own pump and her blood glucose level became too high. Caller alleges pump delivers too little insulin. No adverse event reported. Requested return of the alleged device for evaluation.